Manufacturer narrative:
(B)(4). Endoleaks are labeled in the IFU. No product or images were returned to assist in the investigation at this time. The zenith device has completed design control requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. In regards to endoleaks, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, f/u guidelines. By report, the device was used off-label because of anatomical exclusion. Intervention regarding the type ia and ib were performed and the physician concluded that a type IV endoleak was present. The physician decided to take a wait-and-see approach. Excessive anticoagulation during the case may have contributed to the reported type IV endoleak. It is reasonable to suggest that a type IV endoleak will resolve spontaneously, especially after heparin neutralization, based on previous complaints and clinical review. We will notify the appropriate internal personnel of the event and continue to monitor for similar complaints. The risk associated with this failure mode was evaluated per quality engineering risk assessment (qera) and the risk associated with the failure mode will remain at an acceptable level with inclusion of the event. Risk mitigation is not required at this time.

Event description:
An (B)(6) male pt underwent aaa repair on (B)(6) 2011. The pt's anatomical form was not suitable for the procedure since proximal neck length was 12mm and right common iliac artery behavior was not good. Moreover, proximal neck was funnel shape increased from 24mm to 21mm. However the physician selected zenith device as the pt was at an old age. Confirmatory angiography after devices were placed revealed proximal type I endoleak, distal type I endoleak, and type ii endoleak. Regarding to proximal type I endoleak, ballooning was performed but it was not resolved. Then another MFR's xl stent was placed and it was reduced. (1820334-2011-00234) for distal type I endoleak from sealing part of common iliac artery, it was resolved after re-ballooning. Additional angiography revealed an endoleak still remained. The physician considered it as type IV endoleak and decided to take f/u observation since amount of leakage was reduced. Act was between 308 and 330. The pt's condition after the procedure is unk, but there is possibility of aneurysm growth.